Manufacturer narrative:
Medwatch sent to the FDA. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Further information has been requested of the initial reporter regarding: implant date, explant date, and patient information. To date, no additional information has been received by apollo. Device labeling addresses the reported event as follows: precautions: the physiological response of the patient to the presence of the orbera® system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications - possible complications of the use of the orbera system include: -balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon had a deflation. While on vacation, patient noticed blue urine. The device was removed.